Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatch to evaluate the iabp. The stm was able to reproduce the reported issue and additionally discovered "electrical fail code# 118" (front end hc11 cannot communicate with main hc11). To fix these issues the stm opened the front panel and re-attached all the connections between the main board and front end board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed "electrical failure 52". It is unknown under which circumstances this event occurred; however there was no patient involvement or adverse event reported.